Manufacturer narrative:
Actuator box and cover. Investigation determined that the box and cover were bent, inhibiting the manual CPR release from functioning properly.

Event description:
It was reported via the service technician that the fowler torque tube weldment box was bent. No adverse consequences were reported.